Event description:
The customer reported that the device would reset during some alarm situations and when the shock button was depressed.

Manufacturer narrative:
The customer reported that the device would reset during some alarm situations and when the shock button was depressed. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.